Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a magnetic sensor functionality test was performed. Visual inspection revealed that there was blood inside the pebax. Due to this condition, the pebax was observed under a microscope and a hole was observed on its surface. The device was connected to the carto 3 system and it was recognized; however, the device was not visualized as error 105 and 106 were displayed by the system. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured, and the results were found out of specifications. A dissection was performed right afterward at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. A manufacturing record evaluation was performed for the finished device number lot 31742791l and no internal actions related to the complaint were found during the review. The pebax issue observed during the investigation is not related to the issue reported by the customer. The potential cause of the damage on the pebax could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The force issue found during the test is unrelated to the issue reported by the customer as well. The potential cause of the open circuit could not be determined. The issue reported by the customer was confirmed, as a magnetic error was observed during the investigation. The root cause of the adhesive condition is traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. An internal action was initiated to investigate potential manufacturing process factors related to customer complaints of force sensor error 106 caused by a force sensor disconnection. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool smarttouch sf catheter and post procedure the bwi product analysis lab identified a hole on the surface of the pebax. During the procedure, the medical team noted that the icon was waggling on the carto system screen. A second device was used to complete the operation. There was no adverse event reported on patient.